Manufacturer narrative:
Evaluation summary: the distal tip was slightly frayed. Visual inspection of the device handle confirmed the red safety clip was not present on the returned device. There was a gap evident between the blue slider and the front grip. Residue was visible on the device. The stent was positioned under the retractable sheath between the marker bands. The stent was deployed without issue. There was no further damage evident on the device. The handle and the retractable sheath could be moved freely on the device without any issue. No resistance was encountered passing a patency mandrel along the inner lumen. (B)(4).

Event description:
The physician intended to use a complete se stent. No abnormality was noted during preparation and inspection of the device prior to use. The target lesion in the right iliac artery had 100% stenosis, severe calcification and moderate tortuosity. Lesion pre-dilation was performed once at 6 atm for 1 minute. 60% stenosis remained. No resistance was noted during delivery to lesion. It was reported that when the complete se device reached the lesion it could not be deployed as the deploy button was unable to rotate. The device was kept straight and the handle fixed during attempted deployment. The physician removed the device and replaced it with another one to complete the procedure. No injury was reported to the patient.